Event description:
It is reported that a customer experienced low blood glucose of 41 mg/dl. The customer called in to order more supplies. The customer was sent new reservoirs. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.